Manufacturer narrative:
The explanted devices were not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients ipg was non-functional. It was mentioned that the patient had non device related multiple surgeries wherein an electro cautery was used and may have compromised the ipg. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Manufacturer narrative:
Additional information was received that the patient had trouble charging. The ipg would take a charge but would not last long.

Event description:
A report was received that the patient underwent an ipg replacement procedure due to the ipg not functioning properly. Physician preference to upgrade to a newer device. No device malfunction was suspected. The patient was doing well postoperatively.